Event description:
It was reported that prior to a gyn procedure, the handpiece caused a solid tone. A second handpiece was used to complete case. No patient consequence reported.

Manufacturer narrative:
(B)(4). Evaluation summary - the hand piece was returned with a loose mount. It was tested on a generator and no error code was noted. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.